Manufacturer narrative:
The reported event of low sensing was not confirmed while the reported event of retraction difficulty was confirmed. As received, a complete lead was returned in one piece with the helix partially extended. The helix was found to be slightly bent and clogged with blood/tissue and inner coil was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and could only able to be partially retract due to the slight bent. The cause of the reported event of retraction difficulty is isolated to the helix being clogged with blood/tissue and overtorqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
During follow-up, low sensing was noted on the right ventricular lead. A lead revision was attempted but the lead helix would not turn while attempting to find a new position. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.